Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient¿harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to information from our field service engineer, liquid contamination was detected in the ventilator during the inspection. There is no information on how the liquid got into the ventilator or what type of liquid contamination it was. The customer declined service and will handle the repair themselves. A complete set of device logs was saved and sent for evaluation. The technical log confirms the reported power error and also shows that other errors were generated indicating the safety valve open, on/off switch error and user interface communication error. The test log shows that the pre-use check failed the internal leakage test, pressure transducer test, expiratory valve test and the safety valve test. Our conclusion is that the reported issue was caused by liquid entering the ventilator. However, there is no information on whether any parts have been replaced or how the problem was solved. Therefore, no root cause can be established by this investigation. No further problems have been reported after the reported event. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: # (B)(4).